Event description:
Failed left total knee. Total knee replacement 1984 no problems until 1991 when pt fell and broke his elbow. Since that thime pt noticed progressive increasing pain and swelling of the left knee. Prosthesis removed (broken) 11/7/94.